Event description:
It was reported that the programmer was connected to the software distribution network (sdn) and after connection to the server, programmer froze. The caller cycled power and the error appeared. Technical support (ts) had the caller click on "ok" and continue. The programmer reconnected to sdn and was at the window for software updates. After a couple minutes, the caller stated they would call back if there were any issues or success. The caller called back later that day and at this time verified that the profile was completed and verified that the last connection to the sdn indicates (B)(4) 2008. The caller connected to sdn again from home and the update window stayed black. The caller will wait approximately 10 minutes and see if the window is filled in. Programmer is at desktop 2.5 though structured query language (sql) site for sdn indicates 1.6. The caller will look for a universal serial bus (usb) with version 2.6 and install that software to determine if the software will be accepted from a usb. The clinical specialist could not get software installed from a usb for bravo. It was further reported the programmer could not be updated with viva and evera software via usb. A subsequent attempt via the sdn also met with failure. The screen which displays which software is being updated would appear, but then remain blank. The programmer was left connected overnight to no avail. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer can't update software. The programmer was reconfigured and software was reloaded to resolve. It was also noted that the printer prints lightly on lower portion of printout and printer drawer was missing bushing, and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. (B)(4).